Manufacturer narrative:
Upon receipt, the lead was subjected to a functional analysis. The performance of the device under complaint was scrutinized. The analysis of the lead demonstrated a damaged insulation at approx. 29.5 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation time of 8 months an alert regarding low impedances of <200 ohm was received via home monitoring. Later, noise was observed on both the atrial and ventricular channels and at that time, it was decided to explant and replace this lead. No adverse patient side effects have been reported.